Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash near the electrodes and bruising under the front therapy electrode from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient was told to put a thin t-shirt under the lifevest. It's unclear if a medical professional advised the patient to put a t-shirt under the lifevest. Follow up indicated that the patient removed the lifevest and the skin irritation improved.